Manufacturer narrative:
Per report, "customer called in blood pressure monitor stating that the cable/rubber latex hose that connects to the cuff has a hole and causing monitor to leak air and not inflate. She needs to take her pressure 4 times a day. She needs a replacement asap." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called in blood pressure monitor stating that the cable/rubber latex hose that connects to the cuff has a hole and causing monitor to leak air and not inflate. She needs to take her pressure 4 times a day. She needs a replacement asap."